Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged, the unit is perpetually rebooting. The receiver was opened and the u1 pcba was detached to perform a download; the log was reviewed with no related failure errors observed. The speaker resistance was measured and registered within specification. The reported event of intermittent audio output not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 05/01/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.